Manufacturer narrative:
Additional information: the file was reviewed and it was determined that the event is reportable as the lens has been explanted. The following fields are being updated to add the data per new information received: section b5 - describe event or problem: on february 5, 2026 account indicated that the intraocular lens (iol) was explanted on (B)(6) 2025. The patient is doing well but is not fully satisfied with near vision. It was reported that the patient needed glasses to read. During the last follow-up, one month after surgery, the patient was seeing 20/25 and j3 without correction. The account also indicated that the iol presented a defect. Section d6a - implant date: (B)(6) 2025. Section d6b - explant date: (B)(6) 2025. Section h6 - health effect - impact code: 4629. Section h6- health effect - clinical code: 2138. Section h6 - device code(s): 1069. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the customer's reported complaint could not be verified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaints for this production order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected information: upon further review it was noted that although the patient was not satisfied with their vision, the event is not reportable as after surgery the patient's vision was 20/20 with correction. Therefore, this supplemental filing states that this event is no longer reportable and no further information will be provided under MFR report number 3012236936-2025-0002345. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: march 25, 2026. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification was performed on the suspect product. The lens was found cut into multiple pieces and only 2 pieces were received. Visual inspection of the pieces found no damage. During the product evaluation it was confirmed that the physical characteristics of the lens matched a drn00v model lens. No other issues were observed. No further evaluation was performed. The complaint issue "lens damaged" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient is dissatisfied with the vision provided by the preloaded intraocular lens (iol). Through follow-up, we learned that on the first postoperative day the patient complaining of blurry vision; returning after 7 days with bcva 20/25 and still blurry. At 30 day the bcva was 20/30, very blurred vision. The patient was tearful, regretting having undergone surgery, and did not want the other eye to be implanted. For near vision, the reading was j1, but the patient was not satisfied because distance vision is poor. After lens implantation, the patient's uncorrected visual acuity (ucva) was 20/30. No further information was provided.

Manufacturer narrative:
Section a2, a3b, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3: date of event: date unknown, as information was requested but not provided. Section d6b: explant date: not applicable, as lens remains implanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.